Event description:
A physician reported that during vitrectomy surgery upon entering the vitreous cavity, the cutting function of the vitrectome was operational; however, no aspiration was observed. Only air bubbles were seen exiting the vitrectome. The cut rate had been appropriately set at 5,000 cuts per minute in accordance with current recommendations. To resolve the issue, vitrectomy probe were replaced during the procedure. Following the replacement, the surgery was successfully completed on the same day. The patient was under general anesthesia at the time of the surgery. As a result of the device malfunction, the surgical procedure was prolonged, leading to increased intraoperative time and associated anxiety for both the patient and the medical team. There was no information about patient impact. Additional information was requested but non-received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.